Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('hurts super bad') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("super bloated and hurts super bad") and abdominal pain ("daily cramps"). The patient was treated with surgery (unknown surgery was performed to remove essure). Essure was removed. At the time of the report, the pelvic pain, abdominal distension and abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy uterus on an unknown date: results: normal. Ultrasound scan vagina on an unknown date: results: normal. Coils in the right place. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: this case was upgrade to incident from other event case. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.